Event description:
The customer contacted verathon inc, regarding a glidescope gvl 3 that has a broken tip. No injury to patient is associated with this event.

Manufacturer narrative:
An evaluation of the device could not be performed because the customer did not send the device back for further evaluation. Therefore, the reported event could not be confirmed.